Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Updated clinical rationale: an impella 5.5 was inserted via the axillary artery graft site to support the 41 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the 5.5 the patient was on an impella cp and needed care escalation. The patient was also on inotropes, vasopressors, and a vent for respiratory needs. The pump was supporting when on day after implant there was an observed new thrombus in the left ventricle. The day prior there was no thrombosis observed in the imaging performed. They also reviewed the anticoagulation and found it to be appropriate and per the instructions for use. The team remained on the 5.5 pump to date and was being monitored. The anticoagulation was switched from cangrelor to heparin. Patient was placed on the high dose IV heparin for several days and the thrombus may have been dissolved.

Manufacturer narrative:
Thrombosis/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 41 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the 5.5 the patient was on an impella cp and needed care escalation. The patient was also on inotropes, vasopressors, and a vent for respiratory needs. The pump was supporting when on day after implant there was an observed new thrombus in the left ventricle. The day prior there was no thrombosis observed in the imaging performed. They also reviewed the anticoagulation and found it to be appropriate and per the instructions for use. The team remains on the 5.5 pump to date and is being monitored. The anticoagulation will be switched from cangrelor to heparin. Patient remains on support and to date no harm has occurred.